Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis. The etiology of the event is unknown; therefore causality cannot fully be determined. However, the pdrn reported the cause of the peritonitis could be due to touch contamination. It is also known that staphylococcus peritonitis is most commonly associated with touch contamination. Based on the available information, there is no documentation or indication the liberty cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. It is known however that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis registered nurse (pdrn) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis on (B)(6) 2018. The pdrn stated the patient had a ¿culture test¿ (specifics unknown), which was significant for (B)(6). The patient was treated outpatient with (B)(6); however the dosage, frequency, duration and route are unknown. Additionally the pdrn reported the cause of the peritonitis ¿could be¿ due to touch contamination, however no specifics were provided. The patient is currently recovering and continues to perform ccpd therapy without issue. No additional information was available at the time of the call, and multiple subsequent attempts to obtain information have thus far proven unsuccessful. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."